Manufacturer narrative:
The samples were received for evaluation on (B)(4) 2011 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4) 2011.

Event description:
The bd q-style was connected to a perfusion line and a perfusion syringe was connected to the bd q-syte device for a pt in the ICU. During infusion, the unit was found leaking. According to the clinician, the leakage was excessive. There was no harm to the pt as a result of this incident. The current pt status is well.